Event description:
Additionally, healthcare professional reported ¿right side adenopathies or silicone infiltration were not found". Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Additionally, the healthcare professional later reported affected side is right side, baker grade IV capsular contracture, "sensation of hardening in the device associated with pain," "thickening of the external capsule," "irregular and lobulated contours," and axillary adenopathies with silicone infiltration. The device remains implanted.

Manufacturer narrative:
Visual analysis was performed which identified weight measurement in specification and deformation. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment was: no issues found related with the manufacturing process and the wrinkling condition that was indicated in the complaint was observed, nevertheless it was considered non-related to the manufacturing process, since the device was received out of its primary packaging and it was an explanted device.

Event description:
Additionally, healthcare professional reported ¿right side adenopathies or silicone infiltration were not found". Device has been explanted.